Event description:
It was reported that, during an implant procedure, the health care provider opened a new lead, and observed that the proximal tip of the lead was bent approximately 4mm. The hcp chose not to use the lead. Another lead was used, and the surgery was successfully completed. No patient injury was reported.